Event description:
Caller indicating the relion prime meter was giving high readings. Caller stated she checked her sugar in the morning about 7:45am and her sugar was 227. She took her long acting insulin and 3 units of her short acting insulin. Around 10:30 she went to a physical therapy appointment and while there she felt lightheaded and faint. They took her sugar reading, which was 43 so they gave her juice and graham crackers to bring her sugar up. They kept her there until she felt able to go home. Caller uses alcohol swabs before test and admitted that she does not use a new lancet. Stores product in living room. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.